Event description:
Customer reported via phone, she was having issues with the sensor. The sensor was giving in accurate reading during the night that it alerted low 22 times and triggered the threshold suspend on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 270 mg/dl and sensor reading was 54 mg/dl. The insulin pump had also alarmed other sensor error messages. Troubleshooting was performed for the alarms. Customer was advised to change out the sensor. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor and performed continuity resistance testing. The sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.